Event description:
Reportable based on the device analysis completed on 06jun2025. It was reported that the device failed to deploy and an inflation failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified renal artery. A 6.0mmx18mmx150cm express vascular sd was selected for use. During the implantation procedure, the balloon failed to inflate, preventing the normal deployment of the stent. A leak was identified on the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure. However, returned device analysis revealed a pinhole 30mm from the tip.

Manufacturer narrative:
E1: initial reported facility name - (B)(6) hospital. The device was returned for detailed analysis. Upon examination, both the outer and inner shafts, the balloon, and the tip were assessed visually and under a microscope. Visual inspection indicated damage to the stent. Microscopic evaluation identified a pinhole located 30mm from the tip of the device. Further inspection of the remaining components revealed no additional damage or irregularities. The product analysis concluded that the presence of a pinhole in the balloon would likely result in the balloon's inability to inflate properly, thereby preventing successful deployment of the stent.